Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure was caused due to an issue with the flat flex cable. A field service engineer replaced the flat flex cable, solenoid and controller to resolve the issue. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was unrecoverable, and the electronics tried to trigger the latch but nothing happened. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.